Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 44 first prime pulses and was deactivated at 481 pulses. No evidence was found that would result in a failure of the needle mechanism to deploy as intended. No bends or kinks were observed in the exposed portion of the soft cannula, and fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or bent/kinked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 240 mg/dl while wearing the pod between 36 and 48 hours on the back. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was reported to be bent/ kinked. As treatment, the parent changed out the pod and gave a correction bolus.